Event description:
Pt had arthroscopic shoulder surgery. Donjoy orthologic pain buster unit's catheter was placed in the right glenohumeral joint. On pt's first post-op visit to surgeon's office an attempt was made to remove the catheter and in so doing a portion of the catheter and tip broke off and are retained in the joint.